Event description:
Boston scientific corporation was informed that during a colonoscopy procedure, the clip was extruded from sheath inside pt and lined up with polypectomy site. Upon attempting to close the clip, it would not close because it opened too wide or was in the wrong position. It then fell off the applicator, and had to be pulled out of the colon with forceps. There was no patient injuries or complications involved.